Event description:
It was reported that a 78 year old female patient weighing 66.0kg with height 148.00 cms underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Situation: near the end of the procedure, cardiac tamponade was suspected from the findings of fluoroscopy. Pericardial effusion was observed on intracardiac echo therefore drainage was performed. Pericardial fluid was drained, and blood pressure returned to normal. The patient left the room safely. There were no abnormalities observed prior to and during use of the product. The complaint product(s) will be returned for analysis. Patient fully recovered. Prior to noting the pe or CT, ablation was performed. The event occurred near the end of the af procedure. Force visualization features used were dashboard, vector, and visitag. Color option used were tag index. No further information is available since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-dec-2022, the product investigation was completed. It was reported that a 78 year old female patient weighing 66.0kg with height 148.00 cms underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Situation: near the end of the procedure, cardiac tamponade was suspected from the findings of fluoroscopy. Pericardial effusion was observed on intracardiac echo therefore drainage was performed. Pericardial fluid was drained, and blood pressure returned to normal. The patient left the room safely. There were no abnormalities observed prior to and during use of the product. The complaint product(s) will be returned for analysis. Patient fully recovered. Prior to noting the pe or CT, ablation was performed. The event occurred near the end of the af procedure. Force visualization features used were dashboard, vector, and visitag. Color option used were tag index. No further information is available device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number 30856991l, and no internal actions were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-jan-2023, bwi received additional information regarding the event. Physician¿s opinion on the cause of this adverse event was the procedure. Patient did not require extended hospitalization because of the adverse event. Relevant tests/laboratory data was none. Generator information was a smartablate generator, the serial number was unknown. Nrgrf trans septal needle (baylis) was used for the ablation. No evidence of steam pop. The flow setting for the irrigated catheter used in the event was high flow:0-30w:8 ml/min 31w :15 ml/min. Low flow:2 ml. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Parameters for stability for the visitag module used was range:2 mm, time:3s, fot:20% 3g, tag size:3mm. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).